Event description:
It was stated that the customer dropped the insulin pump and then received an alarm, followed by a constant tone and a blank display. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 128 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty component. Unable to test for alarms due to the blank display. The insulin pump also had a scratched window display.